Event description:
A customer contacted beckman coulter inc. (Bci) regarding an erroneously high potassium (k) result generated by the unicel® dxc 800 synchron® clinical systems. The initial k result of 6.3mmol/l was reported out of the lab. The specimen was re-tested on a different instrument and the result obtained was lower and believable. (Repeated result not supplied) a) amended report has been issued. The customer has not received any report of patient injury requiring medical intervention or change to patient treatment attributed to or connected with this event.

Manufacturer narrative:
Prior to the event, the ion selective electrode (ise) chemistries were calibrated and qc results were within the lab's established ranges. Calibration failed after the event. A field service engineer (fse) was dispatched: a) the fse cleaned and lubricated the lead screw of the ratio pump and the problem was resolved. A malfunction will be assumed for the purpose of this report.